Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml) at 473 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. There was no issue with the therapy. The healthcare provider noticed an infection in the pump site. The pump was quite superficial. The patient has severe spasticity and had fallen (which was unrelated to the pump or therapy) recently and bumped the pump site a few times, which probably caused the infection. The pump was completely explanted and sent to the facility lab for cultures. The patient was being held overnight in the picu for oral baclofen to prevent withdrawal. As of 2016-aug-25 the event had not been resolved, but the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.